Event description:
It was reported that a revision surgery was performed to change the liner due to dislocation.

Manufacturer narrative:
The associated complaint devices were returned. It was reported that after several years insitu, an r3 liner and oxinium femoral head were revised to an r3 constrained liner due to recent dislocation and disassociation from the acetabular cup. There have been three unsuccessful attempts to obtain supporting medical documentation, and very limited complaint details have been provided. The patient impact beyond the revision surgery cannot be determined as there is no report of the patient¿s current condition or how the procedure was tolerated. No further clinical assessment can be performed. The visually identified scratches and gouges on the femoral head are consistent with damage likely caused by articulating contact with another metal component such as the shell. Scratches on the face and chamfer areas leading into the internal taper were likely produced during removal/extraction of the head. The constrained liner is an assembly of 7 components, and two were not returned. Deformed edges on the inner and outer poly liner components were observed along with a darker stained edge on the cocr inner shell. It was noted all of these observed features appeared to fall along a linear line extending outward from the perceived center. These features were likely formed due to an impingement with another component. A review of complaint history revealed no prior complaints for the listed batch of femoral head. A review of the manufacturing records did not reveal any deviations that could have caused or contributed to the reported incident. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to dislocation of r3 constrained liner.